Event description:
The patient was undergoing a thrombectomy procedure in the right common carotid artery using a benchmark bmx96 access system (bmx96), neuron select catheter 6f (6f select), a guidewire and a non-penumbra sheath. During the procedure, the physician experienced resistance while attempting to advance the dilator into the bmx96. The physician then attempted to advance the 6f select into the bmx96 but would still experience resistance. Subsequently, upon inspecting the bmx96, the physician noticed under fluoroscopy the distal end of the bmx96 was fractured. Therefore, the physician advanced a guidewire with another select catheter through the fractured bmx96 and removed the entire bmx96. The procedure was completed using a new bmx96 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned bmx96 confirmed a fracture and revealed signs of torquing at the fractured location. If the device is torqued against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. The 6f select was removed from the fractured bmx96 with resistance due to the fracture, and the bmx96 from the non-penumbra sheath with resistance due to the fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.